Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay-user/patient contacted lifescan, alleging that the one touch ultra meter is giving unspecified error messages. This complaint is classified, according to the documentation of the customer care advocate. A no response letter was sent to the patient, as she could not be reached via phone. The error messages began three days prior. It is not known if the patient was able to obtain any blood glucose reading after the error messages began. On that same day, the patient went to the emergency room, where the healthcare provider treated the patient with orange juice. The patient obtained a blood glucose reading on the doctor's meter, but could not provide a numeric value. On the day prior to original date, the patient developed symptoms described as "headache, blurred vision, blood pressure." It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment in the hospital, why she was treated with orange juice, the duration of her hospital stay, and her blood glucose readings during her hospital stay. During troubleshooting, the reported issue could not be resolved, as the issue could not be identified. This complaint is being reported, because the patient claimed she received medical intervention suggestive for severe hypoglycemia on the same day the reported issue began. In addition, two days after the reported issue began; the patient reportedly had symptoms that were suggestive of hyperglycemia. Replacement products were sent to the patient.